Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The confirmation angiography revealed that the left renal artery was unintentionally covered by the aortic extender component (approximately 3/4). An additional stent was placed. The patient tolerated the procedure. The physician reported that the aortic extender component was placed upper than he expected. Reportedly, the deployment positioning was decided only by the visual estimation. The length of the proximal aortic neck was approximately 45mm.